Manufacturer narrative:
(B)(4) it was confirmed the 2 screws snapped in the shaft, approximately 1.8mm from the neck. The most probable cause is hard cortical bone was encountered during insertion or the pilot holes were not drilled deep enough as both screws failed at approximately the same location. The dhrs were reviewed and there are no indications of manufacturing issues which would have contributed to this event. This event has been logged into our database to monitor and identify potential trends per internal procedures.

Event description:
It was reported that 2 screws broke at the shaft of the head and the 2 screw shafts were left inside the patient. The surgery was successfully completed with no patient impact or time delay. The 2 screws remain implanted by using a synthesis plate (3x5x6 hold plate) to complete the procedure with no hardware prominence. No further information was available.